Event description:
The pt had presented with a subarachnoid hemorrhage in the basal cisterns, interhemispheric fissure and left sylvan fissure and a duplicated middle cerebral artery (mca) aneurysm. Three coils had successfully been deployed [including the subject device] when it was noted that there was a small filling defect at the origin of the accessory mca. The physician placed a further two coils and angiography revealed the "progression of the filling defect within the origin of the mca and sluggish flow distally". Five mg of reopro were administered intravenously to treat the thrombus. The physician attempted to access the origin of the accessory mca with the microcatheter and guidewire, but was not able to do so, and the devices were removed. Fifteen minutes post infusion with reopro; angiography demonstrated that the thrombus was present in the origin and mid aspect of the mca. A further 5mg of reopro were administered and 10mg of verapamil to treat a vasospasm, location unk. After a further 15 minutes post infusion, angiography revealed that all vessels and branches were patent. It was noted that the distal accessory mca had delayed filling although the vessel remained in patient. There was no reported impact to the patient.